Manufacturer narrative:
On 1/19/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping/ablation phase of the procedure, after the use of bwi products, the patient coughed. Approximately three minutes later, the patient became hypotensive, and the tamponade was confirmed via intracardiac echocardiogram. Multiple attempts were made to insert the needle to perform the pericardiocentesis, but they failed. A computerized tomography (CT) scan was performed to rule out any intra-abdominal bleeding caused as a result of the failed attempts to insert the needle. Eventually, the pericardiocentesis was performed, and 1053ml of fluid were removed. The patient was reported to be in stable condition. The patient¿s activated clotting times were maintained between 300-350 seconds with anticoagulants. The physician believes that the injury occurred as a result of the patient coughing. The patient required an overnight stay in the hospital for observation as a result of this event. No transseptal puncture was performed. The type of sheath in use is unknown. Overall ablation time was 12 minutes, but ablation time at the site of injury is unknown. The generator was being used in power control mode with default cutoff values. Power was manually titrated at 30w, and later 40w. Temperature/power/impedance values at the time of injury are unknown. The catheter flow rate was set at 15ml/min, and it was not in close proximity to another catheter at the time of the event. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero the catheter at any point during the procedure. No error messages presented on any biosense webster equipment during the case.